Event description:
While inserting introducer in patient's right chest for power port placement, the introducer needle broke into 2 parts. The break occurred at the hub of the needle. Needle appears to be bent. Both parts were retrieved by the md.